Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
A medwatch form was received reporting that there were high defibrillation thresholds at implant. Later, the patient experienced unsuccessful defibrillation for ventricular fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.